Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified an error in the diagnostic log that is relevant to the reported condition but alleged condition could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator screen locked up and generated an error message. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.